Event description:
It was reported that a flogard infusion pump experienced a battery low alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The cause of the battery low alarm was determined to be blown fuses and a damaged power supply, which prevented the main batteries from charging. To correct the condition, the fuses, power supply, and main batteries were replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.